Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. Reviewed the device history record DHR for job (B)(4) which included the reported serial number. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received.

Event description:
Additional information was received by the manufacturer on 26-oct-2022 via email and attached to the complaint object. The device will be sent to you if needed. It will be tested at our site first. No patient is injured in this case.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.